Event description:
It was reported that the shaft of the 3.5x28mm implant delivery system broke during use. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. Evaluation summary: the device was returned for evaluation. The broken shaft was unable to be confirmed; however, the hypotube was separated; thus the reported broken shaft was not confirmed. However, it is likely that the separated hypotube is what was inadvertently described as broken. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.